Event description:
It was reported by provider that the right side fork is bent on the 3gtq3 power chair. He states in the middle of the end users drive way, the cement is cracked up. He states the chair frame will hit the broken up concrete and caused the issue. The provider also states the right caster tire is worn as well. He states the right caster wheel does not sit flush with the ground anymore and that is how he noticed the slight bend in the standard fork.